Manufacturer narrative:
The referenced gastrointestinal bleeding event was reported under medwatch MFR report #2916596-2016-00419. (B)(4). Approximate age of device - 10 months. The device was returned for investigation. The evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 to an outside hospital after experiencing low flow and low speed alarms. At the time of admission, the patient appeared to be euvolemic with a mean arterial pressure of 77 mmhg. The estimated pump flow reading was 10.7 lpm and the pump power was at 8.4. Watts. The patient reportedly felt okay and their urine was yellow colored; however, the lactate dehydrogenase level was 1155 u/l. The patient had reportedly been off anticoagulation therapy since september 2015 due to gastrointestinal bleeding. Echocardiogram results revealed a distended right ventricle with moderate to severe right ventricular dysfunction. The system controller event history revealed a low speed alarm and a pump stoppage event. The patient was started on a heparin drip. Review of the submitted log file by the manufacturer's technical services representative confirmed the reported pump stoppage and low speed alarms which appeared to only be occurring when the pump was connected to the power module. This type of behavior has been linked to potential issues with the driveline. The pump was to remain on battery power. On (B)(6) 2016, the patient was transported to the implanting center, and upon arrival, the pump was off. The pump had been turned off after it had stopped due to a suspected driveline compromise. The vad team decided to explant the pump as the patient's ejection fraction was found to be at 35%. The patient is currently off all pump support. No additional information was provided.

Manufacturer narrative:
The report of low speed events and pump stoppages was confirmed based on the information contained in the submitted system controller log file. The examination of the returned pump found depositions of clotted blood in the sealed inflow conduit and sealed outflow graft that appeared consistent with the pump being shut off. Depositions of denatured blood were also observed within the inlet elbow, inlet stator, outlet stator, outlet elbow and around the rotor. All of the observed depositions appeared consistent with an interruption in flow. However, the evaluation could not determine the cause of the flow interruption. The depositions would have contributed to the reported increase in the patient¿s lactate dehydrogenase level and caused increased rotor drag, resulting in the reported low speed events and cessation of the motor. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event. H3 other text : placeholder.

Manufacturer narrative:
The report of low speed events and pump stoppages was confirmed based on the information contained in the submitted system controller log file. The examination of the returned pump found depositions of clotted blood in the sealed inflow conduit and sealed outflow graft that appeared consistent with the pump being shut off. Depositions of denatured blood were also observed within the inlet elbow, inlet stator, outlet stator, outlet elbow and around the rotor. All of the observed depositions appeared consistent with an interruption in flow. However, the evaluation could not determine the cause of the flow interruption. The depositions would have contributed to the reported increase in the patient¿s lactate dehydrogenase level and caused increased rotor drag, resulting in the reported low speed events and cessation of the motor. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.